Event description:
It was reported that the patient died. The patient underwent percutaneous coronary intervention (pci) for a target lesion located in the coronary artery. Initially, a shockwave balloon was advanced but failed to cross the lesion. Subsequently, a 3.0mm emerge balloon catheter was successfully advanced and inflated with minimal waste. A 3.50 x 48mm synergy xd drug-eluting stent (des) was then selected for treatment, but it also failed to cross. However, during removal of the des system, a strut became stuck and began to come off of the distal end of the catheter. After additional attempts to remove the des system, the shaft broke. A snare was then used in an unsuccessful attempt to remove the device fragment. The patient underwent coronary artery bypass graft (CABG) surgery, but unfortunately, the patient died.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.